Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the gmrs extension piece presented with a coating/residue upon opening. It was reported that this issue was discovered out-of-box. It was reported that the implant was not used and a second implant was opened and used for the case. It was reported that a surgical delay of less then five minutes was noted.

Manufacturer narrative:
An event regarding residue or foreign matter involving a gmrs extension piece. The event was confirmed by visual inspection. Method & results: -device evaluation and results: the mar concluded: debris was observed on the surface of the extension piece. Eds showed the device was consistent with astm f136 alloy and the debris was consistent with an unknown carbon-based substance. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the gmrs extension piece presented with a coating/residue upon opening. The device was returned with the outer blister. Visual inspection of the blister indicates white powder like substance with what appears to be scuffing inside the blister. This scuffing is consistent with movement of the device within the blister most likely caused by packaging damage. The material analysis report concluded that debris was observed on the surface of the extension piece. Eds showed the device was consistent with astm f136 alloy and the debris was consistent with an unknown carbon-based substance. The exact cause of the event could not be determined as insufficient information was provided. Further information such as all device packaging is required to complete the investigation to determining a root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the gmrs extension piece presented with a coating/residue upon opening. It was reported that this issue was discovered out-of-box. It was reported that the implant was not used and a second implant was opened and used for the case. It was reported that a surgical delay of less then five minutes was noted.